Manufacturer narrative:
According to the description of the event, an ecofit® trial cup broke during use. The affected trial cup was available for an optical examination. It can be seen that the inner part broke off from the outer ring. It is known that the issue occurred during use/ intraoperatively. A second trial cup was available to complete the surgery. However, this event had no health effect on the patient. The manufacturing documents and the material certificates of the trial cup were checked and showed no deviations. The surgical techniques and instructions for use were also be checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing process of the product could be determined. It can only be assumed that the malfunction of the product can be regarded as a random failure of a component with regards to the trial cup. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
"Trial cup broken when knocked in. Op completed with second consignment sieve. No persons were injured."